Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asbys0065 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle of the safestep had accessed to the port system placed from left upper arm on (B)(6) 2019. The following day, during infusion of the anti-cancer agent(fluorouracil), patient complained that the clothe got wet. Therefore, the syringe was connected to the safestep and the line was flushed to check the reported issue. When flushing, leakage was confirmed near the puncture site, and then the safestep was removed from the port body. There was no reported patient injury.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that the needle of the safestep had accesssed to the port system placed from left upper arm on (B)(6) 2019. The following day, during infusion of the anti-cancer agent(fluorouracil), patient complained that the clothe got wet. Therefore, the syringe was connected to the safestep and the line was flushed to check the reported issue. When flushing, leakage was confirmed near the puncture site, and then the safestep was removed from the port body. There was no reported patient injury.